Event description:
The patient contacted lfs alleging that their one touch ultra meter was reading inaccurately high. The patient obtained a 214 mg/dl, 204 mg/dl, and 200 mg/dl while feeling drowsy. They contacted their physician for advice; however, no further treatment was sought. The patient neither alleged harm nor experienced injury or medical intervention. They had symptoms of high blood glucose levels and elevated results. The customer service representative walked the patient through two consecutive control solution tests and both results fell outside the specified range. Issue was not resolved through troubleshooting. Patient's meter, test strips, and control solution were replaced.